Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring had damaged. The customer¿s blood glucose level was 104 mg/dl. Customer also stated that the insulin pump had cosmetic damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with broken belt clip rails. Test reservoir lock properly inside the reservoir tube.

Manufacturer narrative:
Additional information of the damage on reservoir has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Customer did not report damage to the reservoir lip ring . It was reported damage to the belt clip rails.